Event description:
The us complainant had a successful impella support but at the end of the case it was noted that the purge pressure retainer dip was broken off. There was no harm or injury noted. The instructions for use (IFU) were followed and backup controller was used for patient use.

Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, the purge flag was confirmed to be broken. Before returning this console back to the customer, the purge flag was replaced and a full functional check on the console and optical system was performed. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.